Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient fell multiple times and a revision procedure was performed on (B)(6) 2013 due to the stem subsiding. The femoral stem and modular head were removed and replaced.